Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the nail could not be inserted without strong hammering during nail insertion, and after insertion, the drill broke due to miss-targeting during proximal drilling. Since the drill tip was in the screw hole, the nail was extracted and deformation was observed in the devise connection of the nail." On 11/30/2021- additional information received: the procedure was completed successfully using the spare nail. No debris were left into the patient's body.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the nail could not be inserted without strong hammering during nail insertion, and after insertion, the drill broke due to miss-targeting during proximal drilling. Since the drill tip was in the screw hole, the nail was extracted and deformation was observed in the devise connection of the nail." On 11/30/2021- additional information received: the procedure was completed successfully using the spare nail. No debris were left into the patient's body.

Event description:
As reported: "the nail could not be inserted without strong hammering during nail insertion, and after insertion, the drill broke due to miss-targeting during proximal drilling. Since the drill tip was in the screw hole, the nail was extracted and deformation was observed in the devise connection of the nail.". 11/30/2021 - additional information received: the procedure was completed successfully using the spare nail. No debris were left into the patient's body.

Manufacturer narrative:
Please note correction to section d9/h3, the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use states that ¿do not hit instruments unless they are specifically intended for impaction.¿. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.